Manufacturer narrative:
Due to the probe being contaminated, it was discarded and not returned for evaluation. However, a photo was provided showing evidence of melting. Based on the photograph, the r and d engineer reported that the probe appears to have experienced damage due to contact with a metal object such as an arthroscope. The scope hit evidence appears on the side of the ceramic in the form of melted ceramic material at the point of electrical contact. When the short circuit occurs at the electrode, the electrode surgical energy is pin point concentrated on the ceramic insulator. This in turn raises the temperature of the ceramic to a point which causes surface deformation of the material due to excessive heat. The insulator becomes electrically conductive at extremely high arc temperatures and may weaken the ceramic locally. In this case, there doesn't appear to be any loss of the ceramic material based on the picture. A review of the device history record could not be conducted as the lot number was not provided. (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of probe tip damage or injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and adjacent metal object may result in product damage. - do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. -use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. The device will continue to be monitored through returns and the complaint system.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy probe in a shoulder arthroscopy procedure on (B)(6) 2017, the surgeon noticed the probe had melted at the side. There was no patient injury or surgical delay reported with this issue. Although requested, no patient demographic information was provided and no other additional information has been provided. This report is filed on the basis of potential for patient injury with recurrence.